Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) drill. Diligence is in progress to determine whether the device is available for return to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill fractured. No patient impact or adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been provided.